Manufacturer narrative:
The pump was received with intermittent button response due to a flattened express bolus and esc button dome switch. No unlocked lcd keypad connector noted. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; all of the buttons needed to be pressed hard with her nail in order to properly respond. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.